Event description:
Customer reported that a pt was returned to surgery due to unspecified "symptoms" at an unspecified time following hernia repair with mesh implant. The surgeon reports that the sutures used for securing the mesh broke along one side of the device. The mesh was replaced. No further details were provided.

Manufacturer narrative:
The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.